Event description:
A voluntary maude event report from department of health & human services was received, reporting that a pt was experiencing dyspnea and an erratic heart rate. The pt required nasal oxygen, and a CPAP machine. It was also reported that the pt's parent deactivated the device by taping the magnet on the skin over the generator, which appeared to abate the issues. Follow up with the treating vns physician revealed that the pt's heart rate was low. The pt saw a cardiologist, and the cardiac work up was reportedly normal. The treating vns physician also noted that the pt was at relatively high settings for improved seizure control, but has since had the settings decreased to what appears to be a more tolerable level. The physician changed the settings as he believed the bradycardia, coughing and dyspnea were related to the vns stimulation. The pt's parents feel that the issues are too severe to keep the device on, and have deactivated the device again, and will keep it off until they are able to see the physician again to try new settings.